Event description:
It was reported, that the patient presented, during implant procedure. During placement of the right ventricular lead, it was noted, that the capture threshold of the right ventricular lead had increased. During repositioning of the right ventricular perforation, due to movement was observed. The reported lead was not implanted and the procedure was completed with an alternative lead (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of cardiac perforation and high pacing threshold were no confirmed. As received, a complete lead was returned in one piece for analysis. Electrical tests, x-ray examination, and visual inspection did not find any anomalies.

Event description:
Additional information received noted that no perforation was observed during procedure.